Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) yielded a high concern bacterium (251 cfus(colony-forming units)) after sampling performed on (B)(6) 2018. The sampling performed on 07nov2018 yielded a total of 251 cfus comprised of the following 6 isolates: positive coccobacilli - corynebacterium tuberculostearicum. Positive cocci - staphylococcus hominis. Positive rods - corynebacterium singulare. Positive cocci - staphylococcus epidermidis. Positive cocci - staphylococcus hominis. Positive coccobacilli - dermabacter vaginalis.